Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (hardware-damaged). The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently the insulin gauge was inaccurate across multiple cartridges. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was between 60-250 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.